Event description:
During preparation, it was noted that the tip of the device appeared frayed when it was removed from the packaging. There was no damage noted to the packaging. The procedure was completed with a second device and there was no clinical consequence.

Manufacturer narrative:
.